Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4) ¿ evaluation summary: the anchor and anchor deployment tool were returned for analysis. On receipt, the anchor had damage to one end. Analysis revealed that the anchor did not properly detach from the deployment tool which resulted in it being unusable.

Event description:
It was reported that when deploying the anchor from the anchor dispenser tool, the distal (spinal) end of the anchor rolled up on itself. The rolled up anchor was removed and the surgeon was able to successfully deploy a new anchor. The patient had no symptoms or complications related to the event. The patient status was reported as ¿alive-no injury¿. The pump was going to be used to deliver gablofen. It was later reported that the cause for the anchor rolling up on itself when deployed was unknown.